Event description:
A customer reported low readings of 'lo' (< 40 mg/dl) with the freestyle libre sensor, which were lower as compared to adc meter. The customer was not feeling well and went to hospital where an unspecified healthcare meter result that indicated her "sugar levels were not as dangerous as the sensor scan showed" was obtained. The customer stated they "treated her sugars", but did not provide additional details. It is unknown if customer was treated for hyperglycemia or hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings of 'lo' (< 40 mg/dl) with the freestyle libre sensor, which were lower as compared to adc meter. The customer was not feeling well and went to hospital where an unspecified healthcare meter result that indicated her "sugar levels were not as dangerous as the sensor scan showed" was obtained. The customer stated they "treated her sugars", but did not provide additional details. It is unknown if customer was treated for hyperglycemia or hypoglycemia. There was no report of death or permanent injury associated with this event.